Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned

Event description:
It was reported that during an autopsy procedure, when opening the skull, the blade broke at the mount. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. It was also reported that the user was not aware that the blade is a single use blade.

Event description:
It was reported that during an autopsy procedure, when opening the skull, the blade broke at the mount. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. It was also reported that the user was not aware that the blade is a single use blade.

Manufacturer narrative:
H6; the reported blade involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The blade was evaluated by product engineering who concluded that upon inspection it was noted that the blade is bent on the plane perpendicular to the arbor. This suggests the application of a bending moment while in use, which in turn could cause this failure mode. It is reasonable to conclude that the application of a bending moment while in use could cause the blade to fail as observed.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during an autopsy procedure, when opening the skull, the blade broke at the mount. It was also reported that there was a few minutes delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. It was also reported that the user was not aware that the blade is a single use blade.